Event description:
It was reported that prior to a diagnostic laparoscopic procedure, the 4-40 stud broke off while torquing on the disposable. The device was replaced and the case was completed successfully with no pt consequence.